Manufacturer narrative:
Used (B)(6) 2018 as event date since the correct date was not provided.

Event description:
It was reported that withdrawal resistance was encountered. After stent deployment, an unknown promus premier drug-eluting stent encountered balloon stickiness and withdrawal resistance in a calcified lesion, which was suspected to be related with balloon rewrap.